Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging a power issue with the pump. The reporter claimed that the pump had lost power 1 to 1.5 weeks earlier. The reporter did not allege any harm or injury because of the alleged issue. The reporter mentioned that the patient had been off of the pump for the previous 1 to 1.5 weeks and was on a backup plan for insulin delivery. The reporter indicated that she went to an hcp office and was given a battery cap. However, the pump reportedly still did not work. At the time of contact with anm, the reporter did not have the subject pump available for review. At the time of contact with anm, the reporter indicated that the patient had been in an emergency room (ER) and was treated with IV saline and IV insulin. The patient had gone to the hospital the at 8:00 pm on (B)(6) 2012, due to getting an unspecified high result on a meter and having small ketones. The patient was then transferred to an ICU and then a med-surg unit. The patient remained on an IV, but was receiving injections of insulin rather that via IV. The reporter reported that the patient's bg was down to the low 300's in the ER, and was "100-something" that morning on august 27, 2012. The reporter stated that the patient no longer had any signs or symptoms of hyperglycemia. The patient had reportedly vomited at one point. The reporter also mentioned that the patient had been dealing with increased back pain and was taking muscle relaxants. The reporter was unsure of the name of the medication. The patient was also reportedly on an unspecified antibiotic since (B)(6) 2012, for a sinus infection. In addition, the reporter stated that the patient still had some congestion to her chest and she was coughing at times. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed the patient's injury. The patient's injury reportedly occurred while she was on a backup plan for insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment, but the battery cap threads are stripped. The battery cap would not maintain an electrical connection. A test battery cap was used to complete investigation. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no additional power issues occurring. There was no damage found to the power circuit. Investigation determined that the damaged battery cap was the cause of the alleged power issue.